Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s grandmother that the patient experienced elevated blood glucose levels above 400 mg/dl after an unspecified duration of pod wear on the arm. The grandmother was unable to confirm the status of the pink slide to confirm appropriate needle deployment but stated that it likely did not move forward; this indicates a potential needle mechanism failure. The grandmother was also unable to confirm whether the cannula had properly inserted into the skin but confirmed that it was visible upon removal without abnormalities noted. There was no medical intervention reported in relation to this event.